Manufacturer narrative:
Device analysis confirmed the reported complaint. Visual examination of the device noted that the device was returned in two sections as a result of a break at the port section of the device. The lower distal subassembly was returned with the guide wire still inserted in the device. Further review found that the lower subassembly was considerably stretched. This damage is consistent with guide wire removal difficulties. All attempts to remove this guide wire failed. The distal section of the device was dissected in an attempt to remove the guide wire. Following dissection, it was possible to remove the guide wire from the lumen. Microscopic examination of the guide wire noted a considerable concentration of solidified blood covering the outer surface. This solidified blood resulted in the difficulties experienced in the physicians attempts to remove the guide wire. No further issues were noted with the returned device. The balloon and stent were visually and microscopically examined. No visual defects were observed. The balloon had not been subjected to positive pressure. No further issues were noted with the returned device. A review of the manufacturing records found that the device met its material, assembly and product specifications. The most probable root cause of this complaint is unknown.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulties occurred. The 2.25x24mm taxus liberte drug eluting stent (des) was unable to be removed from the unspecified guide wire. No patient complications were reported with the patient's current condition is listed as "good".